Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to calibrate the sensor and their blood glucose value was in the range of 300 mg/dl. Their blood glucose level had been running high since yesterday. They declined troubleshooting for the high blood glucose. The customer was advised to remove the set and it was found that the cannula was bent slightly to the left. Troubleshooting was performed for the bent cannula. The customer also reported that they had experienced a sensor glucose discrepancy with an old sensor. They had woken up to a sensor glucose reading of 44 mg/dl while her blood glucose reading was actually 115 mg/dl. The insulin pump went on auto suspend on low. The customer declined troubleshooting for the sensor glucose discrepancy. The device will not return for analysis.